Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found only the connector portion of the lead was returned and a lead insulation degradation was noted at 4.6 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.